Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad rn that the pt began hearing grinding noises, and three days later, the pump stopped while receiving red heart alarms. Black dust was also reported to be noted in the vent filter. Approximately, ten days later, the pt was placed on pneumatic support using an ip console and stroke volume limiter (svl). The following morning, the pneumatic system was checked and although the svl diaphragm was found to be moving, the hospital staff reported they could not hear the pump operating. At this point, hand pumping was commenced and they noticed it was difficult to pump. A back-up ip console was used and the system began operating properly. It was reported that the pt was placed back on electric actuation; however, a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.